Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device has not been returned for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this 23mm pericardial aortic valve was explanted after an implant duration of 15 years and 8 months for unknown reason. No other details were provided.

Manufacturer narrative:
Additional information was received and the following sections were updated. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received notification that this 23mm pericardial aortic valve was explanted after an implant duration of 15 years and eight (8) months due to structural valve deterioration (svd) leading to aortic stenosis and aortic regurgitation. The valve was replaced with another edwards pericardial aortic valve of the same model. The patient was reported to be hospitalized in stable condition.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed leaflet tears. X-ray demonstrated heavy calcification all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Leaflet 1 had a missing section of approximately 4mm x 5mm; leaflet missing section was not returned with valve. Leaflet 2 had an 8mm tear near commissure 2 and a 6mm tear near commissure 3. Leaflet 3 had an 5mm tear near commissure 1 and a 7mm tear at the middle of the leaflet. Calcification was evident at the tears. Leaflets were observed to be thickened and swollen near the tears. The sewing ring was cut in multiple sections around the valve and exposed the wireform around leaflets 2 and 3 at the inflow aspect. Sutures remained on the sewing ring. Through analysis of the subject device, it has been determined that calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification was also evidence at the tears which resulted in regurgitation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.